Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and blurry vision. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). Customer is feeling tired and has blurry vision. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/31/2026; product storage and open vial date were not provided. Customer declined to troubleshoot, stating he would return to place of purchase for a refund.